Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to a failure of the oxygen blending module. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to a failure of the oxygen blending module. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue. In addition to the above evaluation, the device's 43-micron filter dirty, pollen filter, ac cord clamp missing, keypad, enclosure seal physical damage, required to replace. Power supply faulty during run-in prior to run fsa repair test, replacement required, which was not related to the malfunction/issue.